Manufacturer narrative:
This report is for an unknown locking bolt/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2019, the patient underwent removal of osteosynthesis material, with graft taking as well as osteosynthesis of the femur due to broken nail and pseudoarthrosis of the right femur. A universal femoral nail was removed, along with a 38mm locking bolt, a 40mm locking bolt, and a 42mm locking bolt. The universal femoral nail was broken above the fracture site during the procedure, so that it could be extracted completely. There are three (3) pieces of nails left. Initially, the patient underwent open reduction and osteosynthesis fracture (orif) of the right femur on (B)(6) 2013, with a universal femoral nail, two (2) locking bolts, and two (2) proximal locking bolts. Procedure outcome and patient status are unknown. This report is for an unknown locking bolt. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-codes: jds, hsb complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing information provided for reporting. 510(k) provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 4.9mm locking bolt 40mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record part: 259.400, lot: 8393306, manufacturing site: grenchen, release to warehouse date: 13. April 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was manufactured out of blank 259.040.999 with lot 7056322, this needs to be reviewed by monument. Manufacturing location: monument manufacturing date: 19-oct-2012 , part number: 259.040.999, 5.0mm screw blank 40mm locking bolt w/3.5 hex, lot number: 7056322 (non-sterile) , lot quantity: 960 . Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 13023, 316lc*ri4.98 lot number: 6849412 lot quantity: 2,985 lbs. Certificate of tests supplied by carpenter dated 07-dec-2011 was reviewed and determined to be conforming. Product traveler met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 09-may -2019: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Investigation summary background: it was reported on (B)(6) 2019, the patient underwent removal of osteosynthesis material, with graft taking and osteosynthesis of the femur due to rx broken nail and pseudoarthrosis of the right femur. Initially, the patient underwent open reduction and osteosynthesis fracture of right femur on (B)(6) 2013, with universal femoral nail, two (2) locking bolts, and two (2) proximal locking bolts, curettage right femur and washing. The universal femoral nail was removed along with 38mm locking bolt, 40mm locking bolt, and 42mm locking bolt. The universal femoral nail was broken above the fracture site but in surgery, so that it could be extracted completely. There are three (3) pieces of nails left. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Flow: broken . Visual inspection: received device was received with broken shaft after 4th thread. Broken portion of shaft was not returned. Received condition agrees with complaint condition. Visual inspection: received device was received with broken shaft after 4th thread. Broken portion of shaft was not returned. Received condition agrees with complaint condition. Document reviews: relevant drawings for the returned device (both current revision and from the time of manufacture): DHR review: received device was manufactured on grenchen manufacturing site on 13 april, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material review: certificate of tests supplied by carpenter dated 07-dec-2011 was reviewed and determined to be conforming. Product traveler met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Conclusion: while no root cause could be determined it is likely that the age of the device (approximately 6 years) with consistent usage and applied extensive force may have contributed to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.